Event description:
It was reported that the atrial lead had high thresholds, low impedance, undersensing, and oversensing. The lead was explanted and replaced. Upon removal, a severe insulation problem was found. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured (clavicle-rib crush); full lead returned and analyzed.